Event description:
It was reported that on an unknown date, during a field inventory, the screw driver tip is broken and two (2) of the four (4) screws have broken off. There was no patient involvement. This report is for one (1) cannulated cruciform screwdriver. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j sales representative. A device history record (DHR) review was conducted: part #: 314.463, synthes lot #: 4583578, supplier lot #: n/a, release to warehouse date: 16 may 2003, manufactured by: (B)(4). No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.